Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause of the reported dislodged cannula. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria.

Event description:
The patient's legal guardian reported that the patient's blood glucose level rose up to 14 mmol/l (252 mg/dl) while wearing the pod between 5 and 24 hours. The pod reportedly fell off the infusion site (hip/buttocks), causing the cannula to dislodge. After removal, the pod cannula was observed to be kinked. As treatment, a new pod was applied.

Manufacturer narrative:
The pod was received with the needle mechanism assembly deployed. No damages or deficiencies were observed with the exposed soft cannula that would contribute to a cannula dislodge. The cause of the reported cannula dislodge event could not be determined. The exposed soft cannula was not observed to be bent or kinked. No problem was found regarding the reported bent/kinked event. The pod was received with the adhesive pad attached to the bottom housing of the pod and the adhesive welds were observed to be intact. The cause of the reported failure to adhere event could not be determined. Lot release records were reviewed, and the product lot met all acceptance criteria.